Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump stopped. The user adjusted the roller pump cable and the pump restarted. The service engineer observed the connector pin was not fully seated. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.